Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons on his monitor were not functioning properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon investigation, the response button covers were torn and the conductive response button switches were missing from both response buttons. The root cause for the damaged response buttons were unable to be positively determined, but was likely physical abuse. Service investigation revealed a discharge profile fault during the pulse test. The cause was damaged green wire at high voltage capacitor c19. The damaged wire caused the tti circuit to short, which resulted in several shorted components on the ca board including, u501, u502, d503, and d504. The root cause for the damaged wire could not be positively determined. Additionally, j2007 was pulled from the auxiliary board. The root cause for the pulled j2007 was unable to be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.